Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse observed failure of aspiration overflow during cuvette washing. The fse replaced valve and printed circuit board (pcb) which resolved the issue. Beckman coulter internal identifier is- (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous creatinine patient results were generated on the au5800 clinical chemistry analyzer. The customer amended 50 creatinine results. The customer stated due to the false creatine results reported, two (2) of the patients had medication changes, and three (3) patients had MRI (magnetic resonance imaging) performed. The customer did not specify which medication was changed.